Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/79 years old. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: incidence and predictors of cardiomyopathy after implantation of leadless pacemakers: a comparative analysis with patients with transvenous systems. Heart rhythm o2. 2024; 5:597¿600. Doi: 10.1016/j.hroo.2024.07.008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding pacing-induced cardiomyopathy (picm) after implantation of leadless implantable pulse generators (ipgs) versus transvenous ipgs. Patients were studied as a part of the leadless ipg group or the transvenous ipg group. The authors described patient deaths in both groups; however, the causes of death were unknown and were categorized as "all-cause". There is no allegation of device-death relatedness indicated in the article; however, the cause of death and device-relatedness has been requested, but not received. There were patients who experienced procedural complications which consisted of hematomas in both groups. In the transvenous group, there was one patient who experienced a micro perforation and pericardial effusion, and two patients with revisions due to unknown malfunction or infection. Picm developed in patients in both groups. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.